Manufacturer narrative:
Lot # 18g031, 18h032, 18k037, and an unspecified lot number. Two single-use actual devices and one single-use companion sample were received for evaluation. For one (1) event, the device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. For one (1) event, device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; however, traces of silicone oil located on the inner wall of the housing were noted. Silicone oil is applied on the bladder during the manufacturing process. Excess silicone oil seen on the inner wall of the housing is a cosmetic issue and has no impact on the functionality and efficacy of the product. The reported condition was not verified. For one (1) event, the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the lots 18g031, 18h032, and 18k037. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 30 </noe> malfunction events. It was reported that thirty (30) large volume infusors were leaking. Twenty (20) infusors were observed leaking from unspecified locations and ten (10) infusors were observed leaking from the blue winged luer cap. All of the events were discovered prior to patient use. There was no patient involvement in any of the events. No additional information is available.